Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed visual inspection and found 1 of 2 sensors with cannula broken, no missing parts. One remaining sensor performed bicarbonate buffer test. Sensor passed per spec with accurate readings. Also found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that they had calibration errors and sensor error alarms in the alarm history. The customer also reported the sensor cannula was damaged. It was found the cannula was shaped like a z and split. The customer's blood glucose was 218 mg/dl. The customer agreed to return the sensor for analysis.